Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: united kingdom. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an event of diabetic ketoacidosis and high blood glucose level. Patient suffered from vomiting. Therefore, patient went to hospital. Patient was treated with IV drip. Patient was found positive for ketones. The ketone levels were 2.4. No further information was available.